Manufacturer narrative:
Conclusion code 68: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00292. Hospital disposed of device.

Event description:
On (B)(6) 2013, the patient suffered vasogenic embolism in the ba. (Presymptomatic mrs score: 1, pretreatment nihss score: 40) IV t-pa was not injected. (Aspects score: 11, tici score: 0). A 3maxs was advanced to the ba along a traxcess 0.014 inch through a fubuki 6fr. Guiding catheter. Aspiration was conducted with a 3maxs and 9,000 units of heparin were injected. (Tici score: 2b, aspects score: 11, nihss score: 40). The patient developed intracranial hemorrhage, sah and hydrocephalus. Spinal cord drainage was offered. On (B)(6) 2014 the patient left the hospital without recovery. (Mrs score: 5) physician's comment: as partial recanalization was achieved, the patient developed hemorrhage complicated with recanalization in the area where the penumbra system was used. Since recanalization caused the hemorrhage, the relationship between the event and the penumbra system was unknown. It was related to the procedure.